Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer that they had been experiencing low blood glucose levels. Customer stated they were also having issues with the sensors not adhering properly. Customer's blood glucose level was 55 mg/dl and customer treated with food. Nothing further reported.